Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt suffered a blow to the implanted side of the head and lost access to sound. Revision surgery has not been yet decided upon due to pt's age and medical conditions. The audiologist has fitted the contra-lateral side with a hearing aid to give the pt some audible input.